Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. The reported failure was confirmed. The unit was installed and tested in the printed circuit assembly (pca) test system and the unit failed to power on at startup and an error was displayed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the surgical staff noted an error message when the light went out. The customer tried to recover the error but were not able to. The customer was instructed to press the emergency power off (epo) button on the vision cart and restart the system, however, the issue persisted. The customer was then instructed to disconnect the illuminator and restart the system but again the issue persisted. The intuitive surgical inc (isi) technical support had the surgical staff recover the error and use another light source. The procedure was converted and completed using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.